Manufacturer narrative:
(B)(4). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, (labeling*), complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis toric intraocular lens (model zct150, +26.5 diopter) was explanted in a secondary procedure from patient¿s left eye because of patient immediately experiencing poor distance vision due to myopic outcome of -1.50d. Patient was status post -op hyperopic and had underwent lasik prior to cataract surgery. During the explant procedure and incision enlargement was required and two sutures were used to close the incision. The explanted lens was replaced with a model zct150, +24.5 diopter iol. Patient was reported to be doing good at discharge. No further information provided.